Event description:
Customer's wife reported blood glucose results of 29 mg/dl and 64 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, self-treated with juice. No adverse event reported. A request was made for the return of the system, replacement was sent.